Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon fired the clip applier and removed it from the cystic artery. There was bleeding where the clips were placed. The clips did not form properly when the surgeon fired the device the second time. The case was completed with another clip applier with no patient consequence.